Event description:
Pt was augmented in 11/82 using double-lumen implants. The pt had pain soon after surgery in both breasts as well as encapsulation. She then developed asthma followed by arthraligas, memory problems, weakness, and fatigue. On physical examination, she has severe capsular contracture of both breasts. Ultrasound examination demonstrated bilateral ruptured implant with silicone granuloma formation at 10:00 o'clock on the left side; and possible silicone granuloma formation at 7:00 o'clock on the left side; and systemic symptoms, pain, and contracture as well as bilaterally ruptured implants, it is medically necessary to remove both implants.